Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed, no conclusion could be drawn, as no product was returned. Without a lot number, the device history records review could not be completed.

Event description:
During a tfn procedure, the surgeon inserted guide wire and was in the process of drilling holes for the blade. Surgeon was having problems with the drill stop not holding. Surgeon selected another drill stop and had trouble with the stop not holding, it would try to advance while drilling. Surgeon then tried to insert the blade with the insertion handle and the 130 degree aiming arm with the nail not going through the nail. Surgeon had to re-position the construct and the nail was inserted. The procedure was not delayed past fifteen minutes. This is two of three reports for this event.